Manufacturer narrative:
Correction: disregard file (after further review the file is revised to non-reportable malfunction).

Event description:
It was reported patient history not accurate. Subtracting instead of adding on demands, delivered and cumulative drug.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported patient history not accurate. Subtracting instead of adding on demands, delivered and cumulative drug.